Event description:
Information was received based on review of a journal article titled, "flat-on-flat, nonconstrained, compression molded polyethylene total knee replacement." It was reported that patient underwent a total knee arthroplasty on an unknown date due to osteoarthritis. Subsequently, patient experienced unspecified complications of the tibia four years following the initial procedure.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by ritter ma, worland r, saliski j, helphenstine jv, edmondson kl, keating em, faris pm, meding jb in clinical orthopaedics and related research 1995 dec;(321):79-85. Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02938 which referenced a journal article written on a study that this patient took part in.